Event description:
It was reported that during a procedure a smartfreeze console was selected for use. However, the error message the "injection pressure is too high", was displayed. The physician decided then to replace several times balloon catheter and gas cables, also restarted the console and a line purging via tank change screen, but the issue persisted. Therefore, the procedure was cancelled. There is no information about the availability of the device for returning.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.